Event description:
It was reported that during a therapy upgrade procedure, this pacing lead was attempted to be implanted for left bundle branch area pacing (lbbap). A product performance issue was observed and the lead could not be implanted; a new lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.